Event description:
I performed an uneventful breast augmentation on this patient on (B)(6) 2020 and used the inplant funnel to insert her implants per the manufacturer's instructions. She called the office on pod#17 because her breast incisions were draining. When I saw her in the office, the right incision had developed a pinhole that was draining brownish fluid and her right incision was completely dehisced. I took her back to the operating room for washout and bilateral implant replacement. I had a similar situation happen to two other patients in weeks prior and then on 2 of my other breast augmentations done of the same day as this patient. I now strongly believe it's the result of some sort of contamination of the inplant funnel. Two of the other patients have grown out serratia marcescens. FDA safety report ID# (B)(4).